Event description:
During an ophthalmic procedure, this unit lost aspiration. Another machine was used.

Manufacturer narrative:
The unit checked out to specifications. The cause for the reported problems may have been the use of several handpieces that had been repaired by a third party.